Event description:
Pain and a seroma at the location of a pt's device pocket site was reported. Neurostimulator rotation inside the pocket was noted. A revision surgery was conducted. The pt had recovered without sequela.

Manufacturer narrative:
(B)(4).